Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 8590-9, lot# n274336, implanted: (B)(6) 2011, product type: accessory. Product ID: 8590-8, lot# n194819, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report.

Event description:
It was reported that there was a high impedance issue during an impedance check. Electrodes 0-8 were all >3600 in all combinations. "They were unable to determine if the impedance issue was with which lead". Electrodes 0-8 were not in use. No patient symptoms reported. No action was required as a result of the event. The patient was alive with no injury and was receiving effective therapy. No further action planned. It was later reported that the implantable neurostimulator (ins) was replaced due to normal elective replacement indicator (eri) and normal depletion. A manufacturing representative (rep) was not aware of any other issues. After the replacement, the patient recovered and was getting good pain relief.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomaly. The ins battery was not in new condition. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.